Manufacturer narrative:
Device not returned to manufacturer for evaluation. Suspected problem identified in results and conclusions. Retroactive audit of clinical study files completed and some events were deemed reportable. CAPA opened to address complaint/MDR reporting for post-market clinical studies.

Event description:
It was reported that a small av fistula with perforation occurred during a procedure. Thrombectomy done. Patient received tissue plasminogen activator (tpa) due to thrombus in r. Popliteal and tibial arteries.